Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a reporter for the lay user/patient (the reporters wife) contacted (lfs) USA, alleging that the patients onetouch verioiq meter was reading inaccurately high compared to another device (unknown brand). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged inaccuracy issue began at 8:53 p.m., on (B)(6) 2016. The reporter claimed that the patient obtained blood glucose readings of 153 mg/dl on the subject meter and 79 mg/dl on the other device, performed more than 30 minutes apart. The patient manages her diabetes with self-adjusted insulin (novolog) and the reporter advised that at 8:54 p.m., in response to the alleged elevated reading obtained on the subject device, the patient administered 1 unit of novolog. The reporter advised that approximately 5-10 minutes after the alleged issue began, the patient went into hypoglycemic shock and became pale, incoherent, sweaty and somewhat unresponsive. The reporter advised that at 9:05 p.m., they treated the patient with a peanut butter and honey sandwich and a glass of milk. The reporter also advised that they spoke to an advice nurse about what they should do. The reporter claimed that the patient retested her blood glucose on the subject meter and with the other device at 9:14 p.m., and 9:30 p.m., respectively; obtaining readings of 193 mg/dl on the subject device and 79 mg/dl with the other meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescans criteria for accuracy. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The csr established that the test strips had been stored properly, were not open beyond their discard date and had not expired. The reporter was unable to confirm if the patient was following the correct testing process and its not known if the test strip vial was intact. The csr also noted that the reporter didnt have testing supplies available to test the subject device. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.